Event description:
Ventricular capture thresholds were chronically fair, and then further deteriorated until she developed a syncopal episode at home. Ventricular sensing was also poor and further deteriorated. The ventricular lead was surgically replaced on 3/30/98 due to impending failure. In surgery the lead displayed poor capture and sensing thresholds with a low resistance.